Manufacturer narrative:
(B)(4). Other device used: catalog #32810502504, coonrad/morrey total elbow humeral assembly, lot #60593144. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and swelling. X-rays revealed possible poly wear.